Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Multiple attempts were made to gain additional information regarding patient status and to receive samples. However, no additional information, sample and/or lot number were provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
This report is being submitted for the unknown line(s) in use with unknown pumps bbraun infusion pumps department record of issues encountered form. The notes indicate the following event; "pt. Crashing, alarms repeated."